Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 365 mg/dl. The mother stated that the customer was vomiting prior to the event. The mother also stated that the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.